Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of the fiber being damaged was confirmed. It is likely that excessive bending and rough technique during set-up and the procedure contributed to the fiber body and circumferential fractures, which resulted in the reported complaint. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis under magnification of the fiber identified a proximal circumferential fracture under the metal cap. The fiber was functionally tested by using the helium-neon (hene) fixture and it revealed the fiber body was broken 51 inches from the connector. The fiber was able to rotate independently, proximal to the fracture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the fiber card suggests the fiber was used for a short period of time. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error was assigned to this investigation.

Event description:
It was reported that the fiber had ben damaged in the packaging. A second fiber was used to complete the procedure without clinical consequence to the patient. Analysis of the returned fiber revealed a break in the fiber body as well as a proximal circumferential fracture under the metal cap.